Manufacturer narrative:
(B)(4). Although requested, device has not been received. A follow up report will be submitted with failure investigation results, should the device be received for evaluation.

Event description:
Customer reported the medsystem iii charger smoked and melted while in flight. During a flight, a burning smell was identified and the staff thought it was coming from outside. The smell got worse and smelled electrical, so they started emergency procedures of shutting down the aircraft, etc. They then identified that smoke was coming from the medsystem iii charger. A hole in the charger was found that melted through the casing. They speculated that maybe the charger came in contact with a screw in the aircraft and changed the location of where they plug in the pump. There was no pt or user harm and no medical intervention was required. Customer stated that no additional pt or event information is available.